Event description:
It was reported that there was an infection. The pharmacist inquired about using an external pump to bridge an infected pump. The patient was awaiting surgery to have the pump taken out and was currently being weaned. The pump site was eroding. The patient was also on dantrolene and oral medication. It was noted they were considering using a new catheter and implanting that and hooking up an external pump. The patient had presented to the hospital "last week" and was still there. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received. As treatment for the infection, both intravenous and oral antibiotics were administered along with a total device explant being performed. A culture was obtained from the device pocket; however, it was unknown what organism was cultured. It was noted that perioperative antibiotics had been administered and the patient had not experienced meningitis. At the time of report, the patient outcome was considered ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l78417, implanted: (B)(6) 2000, product type: catheter. (B)(4).